Event description:
It was reported that a pump turns off by itself and will not stay on. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is still in progress. When an evaluation is complete a supplemental report will be submitted.